Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On dd/mm/yyyy, the reporter contacted animas, alleging that the display screen was scratched. It is not know if the screen was unreadable. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the lens film was found to be scratched. A persistent line was observed on the display and a failed display flex component was found. The returned battery cap was used for testing and was able to be fully tightened without any related malfunction noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.